Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 suggested component code: mechanical (g04) - head h11 visual examination of the provided pictures identified explanted stem, liner, head, and cage. Devices were covered in bio-debris. No further evaluation could be made from the provided pictures. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Images were not sent to mmi. X-rays were post-revision and not pertinent to the current complaint. A definitive root cause cannot be determined. The complaint cannot be confirmed. Attempts have been made to gather all product information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). G2: foreign: australia. H6: component code: head. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient will need to undergo a revision due to a dislocation at the site. There is no further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1 a2 a3 b2 b4 b5 g3 g6 h2 h6: impact code h11.

Event description:
It was reported that the patient underwent a revision procedure 10 months post implantation due to a dislocation at the site. All devices were explanted and there is no further information available.